Event description:
Dialysis unit was having issues with the sheath leaking. The graft/fistula was accessed using a 15ga dialysis needle just above the insertion site of the problem sheath. Dialysis was completed without incident. The sheath was then removed. There was some resistance to the removal of the rycfw. Upon removal of the sheath, there was an obvious portion of the sheath missing. Surgery was consulted and surgical removal of the remainder portion of the sheath was removed without incident.

Manufacturer narrative:
Evaluation: no product was returned to assist with our investigation; however, photos were provided depicting the location and type of separation. Based on these photos and the info provided, it is feasible to suggest this incident may have been the result of a procedurally related event rather than the fault of the device in question. A label is provided on the device packaging which cautions that all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight. Nevertheless, the appropriate individuals have been notified of this event. We will continue to monitor for similar situations.